Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they called emergency services due to low blood glucose level. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had issue and it was not working. The insulin pump will not be returned for analysis.